Event description:
The customer reported to philips healthcare a co2 parameter defect in the heartstart mrx. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.